Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed giving 11.4 ml, but the bag appeared full. As a result of the delay, the medication that was supposed to be administered was not delivered, and the patient's severe pain was not resolved, alternative pain medications were provided to alleviate the patient¿s condition. There was patient involvement, and no harm.